Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis revealed that the insulation was damaged approx. 30 cm distal to the is-1 connector pin. This kind of damage most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient presented with pleuritic chest pain and dyspnea soon after system implant. Echocardiogram showed medium-sized pleural effusion and rv lead dislodgement. Lead revision was needed, and physician believed it would be beneficial to replace the whole system. A competitor system was implanted. Should additional information become available, this file will be updated.